Event description:
The customer was hospitalized for low blood glucose levels. The customer did not remember all the details regarding what happened prior to being hospitalized, however, the customer mentioned having problems priming. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 alarm test due to a faulty force sensitive resistor. Unable to perform basic occlusion test due to prime anomaly.